Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The patient stated the second bag had come loose and disconnected from the supply line. The renal therapy service agent (rtsa) advised the patient to start over with new supplies. Product surveillance contacted the patient regarding the reported event. The patient stated they had not seen any damage to the over pouches and no sharp objects had been used to open the supplies. The connections between the lines and the bags had seemed normal and secure; the patient was unsure what had caused the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.